Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) may have contributed to high, out-of-range shock impedance. No specific adverse patient effects were reported and the system remains in service.

Manufacturer narrative:
Our technical services department reviewed the case and recommended the patient be re-examined and the leads reassessed. If further information becomes available, this event will be updated and an updated report will be submitted.

Manufacturer narrative:
Information to date, indicates another high out of range shock impedance was detected via the patients remote monitoring system. No system changes have been performed and to date, no intervention planned.

Manufacturer narrative:
Subsequently, the patient returned for another evaluation at which time shock impedance values were observed as stabilized within the normal range. No intervention had been performed and to date the lead remains implanted and in service with no system changes initiated.